Event description:
It was reported that the lead was capped due to high lead impedance.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received other text : na.